Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they don't think the device is working and reported they can't get a reading on it. Patient clarified when trying to connect with their implant they are not seeing any stimulation level in between the two arrows on the therapy on/off screen. Patient reported therapy is off. Patient stated they do not know how therapy got turned off. Agent reviewed how to turn therapy back on. Patient confirmed MRI mode was activated. Patient successfully deactivated MRI mode and successfully turned therapy on. Agent reviewed therapy/MRI mode overview and general use of external devices. Patient increased stimulation on the call to a comfortable level on the call. Patient confirmed they did have an MRI scan in the past but stated it was not recently. Patient stated they are concerned that maybe their implant has been off since they had the MRI (patient did not clarify when they had the MRI). Patient stated they are not sure if therapy was turned back on after MRI as patient stated they did not check it until recently. Patient reported starting yesterday they noticed they were leaking so that is why they decided to check their implant and found out therapy was off. Patient clarified they were leaking slightly as reported as a result of the leaking, they had some back pains and that is what made them check their implant. Patient stated they know they should not have been leaking. Patient will maintain stimulation level and will continue to track symptoms now that therapy is on. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient stated they have an appointment with their dr tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.